Event description:
It was reported that during a procedure, the device cut the tissue but the staples were not formed properly. They sewed to close. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.